Event description:
Additional information reported that the patient experienced a fever and a wound infection. No further details were provided. There was no information provided related to the infection-causing organism. As noted on 2011-(B)(6), the patient's pump did not use either lioresal or infumorph (compounded baclofen or morphine sulfate). It was further noted that the cause of the reported event was not related to the device, therapy, or implant procedure. The patient was reported to have resolved without sequelae on 2012-(B)(6).

Manufacturer narrative:
The previously reported "outcome attributed to adverse event" of "congenital anomaly/birth defect" was reported in error. It does not apply to this event. Product ID, 8835 lot# serial# (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
Catheter model 8709sc, lot# n285267008, explanted: 2011-(B)(6). Corrected the catheter explant date.

Event description:
Spinal fluid leak was reported. It was stated that on "(B)(6) 2011 pt came to office for a visit and complained of spinal headache and the physician noticed spinal fluid leak." A (B)(6) study done on (B)(6) was normal. Blood patch was done and the fluid leak stopped. Pt was hospitalized and it was noted as "prolonged existing hospitalization." Surgical observation concluded leak around the catheter on (B)(6) 2011. A repair of wound was done on (B)(6). Catheter was explanted on (B)(6) 2011. Event outcome was reported as "ongoing". Drug delivered via the device was morphine 5.0 mg/dl at 0.9992 mg/day.

Event description:
Additional information indicated that a possible wound infection was found on (B)(6) 2011. It was noted that on (B)(6) 2011, the patient's wound was debrided in the back, the catheter was explanted, and the pump was stopped. It was also reported that during the midline wound revision on (B)(6) 2011, the intrathecal catheter was reanchored, and evicel was applied to reinforce closure of the wound. It was unclear if the catheter was entirely explanted or partially revised. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).